Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several auto off, low reservoir, and no delivery alarms. Assisted the customer to run the fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to change the entire infusion set and reservoir. No further information was provided.